Event description:
The device was removed due to "difficult inflation/deflation." As reported to us, the pump and assembly kit component only was removed and replaced. 12/12/96-upon reciept of the physician/surgeons operative report. It states, "description of operation: at this time, an midlines scrotal incision was made with a bovie. Co cut down upon the pump. The pump was then removed. Before this, the prosthesis was cycled and it did deflate and would inflate. But it was very difficult to deflate. At this point, the prosthesis was then dissected up using the cutting current on each of the tubing. At which time. They were all opened up and passed the connectors. At this time, they were all cut and this tubing was cut and the pump was removed. Co then placed 70 cc in the reservoir and we replaced the new pump using quick connectors and checking all connectors. They all functioned well."